Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form.

Event description:
It was reported that a pt underwent an unk surgical procedure. Post-operatively in 2009, the suture broke at several places at the fascia closure. Five days post operatively, a re-operation was performed.